Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that several non-sustained right ventricular over-sensing (nsrvo) alerts were received due noise being sensed on the atrial channel of the implantable cardioverter defibrillator (ICD). The patient was asymptomatic. The ICD was reprogrammed, and the patient left in stable condition.

Event description:
Additional information provided noted that the noise on the implantable cardioverter defibrillator (ICD) was now being sensed on the far field channel as well. The defibrillator component of the ICD was deactivated. The patient was stable post changes.